Event description:
Colonoscopy. Cautery machine powered on when room was set up for the colonoscopy. During the case, the physician asked for snare. Machine endocut button was pushed and lit up to indicate activation. Grounding pad applied to pt, active cord attached to snare. At direction of physician, snare was closed and endocut lite went off. The physician immediately noted a hole at the site of the polyp. The physician placed a clip in the site. Patient was kept in the hospital for 4 days on antibiotics and observation for bleeding. No bleeding occurred and the patient was discharged. The cautery machine did not fire even though all the lites indicated it should have.